Event description:
It was reported that the patient presented with syncope. It was noted that the right atrial lead was starting to break. The lead was explanted and replaced. There was some bleeding during the procedure. The patient did well.